Manufacturer narrative:
Additional information was added to d9, h3, h4, h6 and h10. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed with tap water and a leak was observed at the lower right front side and at the back side of the bag. Additional magnified inspection observed a tear/hole at the lower right front side of the bag and a tear/hole at the adjacent area in the back side of bag causing leaks. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter last name: (B)(6) , e1: initial reporter phone no: (B)(6) . Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the lower part of a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked. The issue was identified at the end of the pediatric tpn preparation. There was no patient involvement. No additional information is available.